Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the anterior descending branch artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the guidewire and ultrasonic catheter were found to be twined after withdrawing it from the body. The procedure was completed with different device. No patient complications were reported.